Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 42 mg/dl. She was feeling bad and tired. The customer treated her blood glucose level by drinking milk and eating peanut butter. The sensor alarmed when she was at 60 mg/dl but her blood glucose level was 40 mg/dl. Troubleshooting was declined. The device was not returned.